Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a broken sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2017. No medical intervention was reported. Additional event or patient information is not available. No product was provided for evaluation. The complaint confirmation was unable to be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint sensor device was returned for evaluation. The device was visually inspected and failed with a missing sensor wire from sensor pod and seal carrier. The sensor wire is considered detached because it is missing. The reported broken sensor wire event was unable to be determined. A root cause could not be determined.